Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one handle and two reloads. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual inspection of the cartridge revealed that the first reload was partially fired and the anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media. The interlock was overridden and all remaining staples were placed and test media was cleanly transected. Visual examination noted that the second reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the surgeon approached the tissue, which was not thick, on the edge and squeezed the handle but the jaws did not close at all. The surgeon stopped using the device. A second handle and second reload were used and firing was attempted again, but at the second squeezing of the handle, the handle was locked and the device could not be fired at all. The black return knob was pulled and the jaws were removed from the tissue. The staples were not placed properly and the device had partially fired. The surgeon resected and re-stapled the patient side of the tissue; the third handle and the third reload were opened and the case was completed with no problem. The last known patient status is that he/she is under observation. There was unanticipated tissue loss but no other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigations summary.